Event description:
On 05/10/1999, the facility's director, surgery informed the manufacturer's (MFR) sales representative of the following: the physician attempted to place the device. While trying to introduce the catheter through the sheath, the catheter would not fit. The sheath and dilator had to be removed from the vessel and replaced with a larger sheath to introduce the catheter. The complaint sample was discarded by the facility. However, the facility had two (2) unused devices (same catalog/lot number) that they wanted to return to the MFR as a result of this event. No further details were provided.